Event description:
Event description boston scientific received information that this transvenous defibrillation lead was extracted due to subclavian crush. During the lead replacement procedure, the device was electively replaced. While testing the new lead, the physician received much better lead measurements than with the previous lead and found that the patient did not require a high energy device; therefore, an extended life ICD was implanted instead.